Manufacturer narrative:
Per the clinic, the procedure to cauterize the site was on september 1, 2015. (B)(4). This report is filed january 29, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin tissue issues at the abutment site. Subsequently, silver nitrate was used to cauterize the site (date not reported). The implanted device remains.